Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.no adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.

Event description:
Sales associate reported the tip of the screw inserter broke. No adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.

Manufacturer narrative:
Visual examination of the returned device confirmed the reported damage; the tip has broken off in a manner consistent with torsional stress. Due to the damaged condition of the returned device relevant dimensional and functional inspection could not be performed. Review of device history records show that lot released with no recorded anomaly or deviation. The reported damage was confirmed, but the root cause cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse.